Event description:
New information noted that the physician does not allege that the device did not cause or contribute to the death.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was noted on the right atrial lead during interrogation of the device and remote transmission. The patient presented for lead revision procedure on (B)(6) 2019. The right atrial lead was explanted and replaced. During the procedure, the patient¿s blood pressure was noted to be low and the procedure was aborted. An open chest surgery was performed but the surgeons were unable to stop the internal bleeding at the superior vena cava junction. The patient deceased. The new right atrial lead was explanted.